Event description:
It was reported that a device interrogation on (B)(6) 2011 found some electrodes were out of range, over 40,000 ohms. The device was also interrogated on (B)(6) 2011. There were no patient signs or symptoms. The neurostimulator was reprogrammed on both (B)(6) and (B)(6) 2011. The patient outcome was reported as resolved without sequelae as of (B)(6) 2011.

Manufacturer narrative:
(B)(4).